Manufacturer narrative:
Following receipt of clinical input on 24jul2020, complaint now meets the criteria of a malfunction and also a serious injury complaint as medication was administered to keep the biliary tree still following stent placement, further information has been requested to confirm if this was administered due to deployment difficulties. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Following receipt of clinical input on 24jul2020, complaint now meets the criteria of a malfunction and also a serious injury complaint as medication was administered to keep the biliary tree still following stent placement, further information has been requested to confirm if this was administered due to deployment difficulties. Tried to use this stent but had ¿difficulty releasing stent or deploying problem¿ - the nurses had difficulty resheathing the stent and the wire was coming out at the back of the deployment system so they had to hold it in place while they deployed and resheathed the stent. They had to discard the item as it could not be preserved due to infectious precaution. Additional information received 3 july 2020: were there issues encountered both, during deployment and when attempting to recapture the device? There was an issue with deploying the stent ¿ the stent would resheath itself because the safety wire at the back was pushing itself out as the stent was deployed. The dr did not try to recapture the stent. What necessitated removal of the stent? The stent was not removed, it needed to be deployed in the patient but there was difficulty deploying the stent in the bile duct can I confirm that it was not possible to fully deploy the stent? The stent was fully deployed in the patient but with great difficulty, the stent would resheath itself as the safety wire came out the back so the nurses had to hold the safety wire in with forceps. If so, approximately how far was it possible to deploy the stent before attempting to recapture? There was no attempt to recapture. When recapturing the stent, was it possible to fully recapture the stent prior to removing the delivery system from the patient? There was no attempt to recapture the stent. The stent would deploy and then resheath as the safety wire was coming out at the back of the delivery system. Was the stent deployed past ¿the point of no return¿? Yes. When attempting to deploy the stent was the safety wire removed? Yes, once the red indicator was at the ¿point of no return¿. The wire which was described as ¿coming out of the back of the deployment system¿, is this referring to the safety wire? Yes. In addition to the above, can I also ask the below questions: 1. Was the directional button fully engaged? Yes, but it popped back into the middle as they pulled the trigger. 2. Did the red indicator move when the trigger was pressed? Yes. 3. Did the red indicator continue to move after the delivery stopped? Unknown. 4. Were any cracking/popping sounds heard from the handle? Yes, it was difficult to pull the trigger. 5. Was the stent partially exposed? No, the stent was not exposed upon opening the packaging. As they tried to deploy the stent, the stent would be exposed in the bile duct but would then resheath itself because the safety wire was coming out the back. So the nurses held the safety wire in place with forceps as they deployed the stent. They then pulled the safety wire when the red indicator reached the point of no return and deployed the stent in the bile duct. 6. If the stent was partially exposed, was it possible to recapture the stent fully before removal? Recapture was not necessary. They had difficulty deploying the stent because the stent kept resheathing itself due to the safety wire hanging out the back. 7. Were any additional procedures needed? Nurses had to hold safety wire in place with forceps while deploying stent. After the procedure, dr gave patient medication to keep biliary tree still. 8. What is the patient outcome? The stent was fully deployed in the patient and the patient did not require another procedure.

Event description:
Supplemental report being submitted as clarification was received on 10sep2020, confirming that medication administered to keep biliary tree was not for stenting purpose, investigation was subsequently completed on 05-oct-2020. Is administration of medication to keep the biliary tree still given routinely following placement of a biliary stent or was this medication administered due to the deployment issues experienced? Buscopan given not for the stunting purpose received 10 sept 2020: ¿ what was the position of the elevator? Was it opened or closed? Opened ¿ for devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Unknown ¿ was the yellow marker kept in view during deployment? All the time ¿ is administration of medication to keep the biliary tree still given routinely following placement of a biliary stent or was this medication administered due to the deployment issues experienced? Buscopan given not for the stunting purpose received 9 sept 2020: 1. At what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal)? During the stent placement 2. What endoscope type and channel size was used? We used a duodenoscope 3. What was the position of the elevator? Was it opened or closed? Not sure, the doctor would know 4. Details of the wire guide used (diameter, type, make)? Not sure, the doctor would know 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes we were trying to release the stent into patient¿s bile duct 6. How long was the stent in the patient by the time this complaint occurred? Not sure, it was still before the point of no return . 7. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Unsure what this means 7.8. Is the patient known to be covid-19 positive? No. Stricture information: 1. What was the length and diameter of the stricture? Not sure, the doctor would know 2. Where was the stricture located in the body? Not sure, the doctor would know. 3. Was there resistance felt passing wire guide through stricture? Not sure, the doctor would know. 4. Was there resistance felt passing the evolution through stricture? Not sure, the doctor would know. 5. Was the stricture dilated before stent? Not sure, the doctor would know. Questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? The stent appeared normal when opened. 2. Was resistance felt during insertion into patient? If yes, at what point? No. Questions related to during stent placement 1. Did the product fail during stent deployment or recapture? During the deployment 2. Was the directional button pressed during use? Can't remember 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes the stent was in the correct spot but wouldn't let us deploy and then we couldn't recapture the stent it was stuck and the wire was coming out of the handle. We had to put push pressure on the wire outside of the patient, the wire that was on the handle to let us deploy the stent 4. Was the yellow marker kept in view during deployment? We were still before the point of no return, as we were able to eventually put the stent back in, when it was getting stuck to try deploy. 5. Are images of the device or procedure available? No. Questions related to during introducer withdrawal 1. Was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? Yes we eventually got to deploy the stent, both endoscopy and fluoroscopy were used. 2. Did the stent open sufficiently to allow withdrawal of introducer safely? Yes in the end 3. Was the safety wire fully removed before removing the delivery system? Yes 4. Did any part of the product snag/get caught with the stent when removing the delivery system? No once we managed to deploy the stent it was ok, we had trouble deploying it. A wire came out of the handle and we had to put pressure on the wire to eventually release the stent or it kept on getting stuck 5. Are images of the device or procedure available? No. Questions related to during stent repositioning/removal 1. What instrument was used for stent repositioning / removal? Forceps, snare¿ was the lasso (suture) loop used during repositioning? We didn¿t use anything, we only used the stent. 2. Is administration of medication to keep the biliary tree still given routinely following placement of a biliary stent or was this medication administered due to the deployment issues experienced? Can¿t remember, may have to ask the doctor 3. Please clarify if you were referring to the safety wire or the inner cannulas coming out at the back of the deployment system? It wasn't the safety wire, it was the wire that was supposed to stay inside the handle, I believe you call the inner cannulas - it was a thick wire that we were able to clamp with forceps to put pressure to keep it in the handle so we could deploy the stent. If we didn't, the wire would keep coming out of the handle and we were not able to deploy the stent. We were able to fully recapture the stent so therefore we were lucky this was able to let us deploy the stent in the patient. Tried to use this stent but had ¿difficulty releasing stent or deploying problem¿ - the nurses had difficulty resheathing the stent and the wire was coming out at the back of the deployment system so they had to hold it in place while they deployed and resheathed the stent. They had to discard the item as it could not be preserved due to infectious precaution.

Manufacturer narrative:
Supplemental report being submitted as clarification was received on 10sep2020, confirming that medication administered to keep biliary tree was not for stenting purpose. Complaint has been reassessed as a malfunction report not serious injury and malfunction. Investigation was subsequently completed on 05-oct-2020. Received 10 sept 2020: is administration of medication to keep the biliary tree still given routinely following placement of a biliary stent or was this medication administered due to the deployment issues experienced? Buscopan given not for the stunting purpose device evaluation: the evo-10-11-6-b device of lot number c1642532 involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. Documents review including IFU review: prior to distribution all evo-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-10-11-6-b device of lot number c1642532 did not reveal any discrepancies that could have contributed to this issue. Upon review of complaints this failure mode has occurred previously in the complaint file pr 290166 with this lot #c1642532, however there is no evidence to suggest that this issue affects the entire lot #c1642532. Prior to distribution all evo-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. These complaints have been potentially root caused to excessive force and potentially tortuous path may have caused a build-up of pressure resulting in the filler cannula and handle cannula separation. However, it is possible that these complaints may be linked to (B)(4), which will document any necessary action as a result, this issue has also been assessed for risk under hra d00259419 rev 003, as the devices for these complaints were not returned for evaluation a definitive root cause could not be determined, without testing of the complaint devices it cannot be determined that the cause was in relation to nc19-048. Most probable root cause therefore has been assigned as excessive force and risk will be complete in relation to design. Complaints of this nature will continue to be monitored for potential emerging trends. The instructions for use ifu0056-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." And "when stent point -of -no return has been passed, disconnect luer lock fitting and remove safety wire completely from delivery handle.". There is no evidence to suggest that the customer did not follow the instructions for use. As per additional information received, "3.please clarify if you were referring to the safety wire or the inner cannulas coming out at the back of the deployment system? It wasn't the safety wire, it was the wire that was supposed to stay inside the handle, I believe you call the inner cannulas - it was a thick wire that we were able to clamp with forceps to put pressure to keep it in the handle so we could deploy the stent. If we didn't, the wire would keep coming out of the handle and we were not able to deploy the stent. We were able to fully recapture the stent so therefore we were lucky this was able to let us deploy the stent in the patient." Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force. It is possible that tortuous path may have caused a build-up of pressure resulting in the filler cannula and handle cannula separation. This may have made deployment forces higher than expected which could possibly have resulted in the directional button disengaging into the neutral position and it may also have led to the resheathing difficulties experienced with the stent. As per information provided ¿they had to hold it in place while they deployed and resheathed the stent.¿ it may be noted that an additional possible root cause could be that incorrect glue was used to glue the filler cannula to the handle cannula. Nc19-048 has been initiated and will document all necessary action required as result of this issue. However, as the device was not returned for evaluation the cause of this complaint could not be conclusively determined. Summary: complaint is confirmed based on the customer¿s testimony. According to the initial reporter, the stent was fully deployed in the patient and the patient did not require another procedure. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Tried to use this stent but had ¿difficulty releasing stent or deploying problem¿ - the nurses had difficulty resheathing the stent and the wire was coming out at the back of the deployment system so they had to hold it in place while they deployed and resheathed the stent. They had to discard the item as it could not be preserved due to infectious precaution. Additional information received 3 july 2020: were there issues encountered both, during deployment and when attempting to recapture the device? There was an issue with deploying the stent ¿ the stent would resheath itself because the safety wire at the back was pushing itself out as the stent was deployed. The dr did not try to recapture the stent. What necessitated removal of the stent? The stent was not removed, it needed to be deployed in the patient but there was difficulty deploying the stent in the bile duct can I confirm that it was not possible to fully deploy the stent? The stent was fully deployed in the patient but with great difficulty, the stent would resheath itself as the safety wire came out the back so the nurses had to hold the safety wire in with forceps. If so, approximately how far was it possible to deploy the stent before attempting to recapture? There was no attempt to recapture. When recapturing the stent, was it possible to fully recapture the stent prior to removing the delivery system from the patient? There was no attempt to recapture the stent. The stent would deploy and then resheath as the safety wire was coming out at the back of the delivery system. Was the stent deployed past ¿the point of no return¿? Yes when attempting to deploy the stent was the safety wire removed? Yes, once the red indicator was at the ¿point of no return. The wire which was described as ¿coming out of the back of the deployment system¿, is this referring to the safety wire? Yes. In addition to the above, can I also ask the below questions: was the directional button fully engaged? Yes, but it popped back into the middle as they pulled the trigger. Did the red indicator move when the trigger was pressed? Yes. Did the red indicator continue to move after the delivery stopped? Unknown. Were any cracking/popping sounds heard from the handle? Yes, it was difficult to pull the trigger. Was the stent partially exposed? No, the stent was not exposed upon opening the packaging. As they tried to deploy the stent, the stent would be exposed in the bile duct but would then resheath itself because the safety wire was coming out the back. So the nurses held the safety wire in place with forceps as they deployed the stent. They then pulled the safety wire when the red indicator reached the point of no return and deployed the stent in the bile duct. If the stent was partially exposed, was it possible to recapture the stent fully before removal? Recapture was not necessary. They had difficulty deploying the stent because the stent kept resheathing itself due to the safety wire hanging out the back. Were any additional procedures needed? Nurses had to hold safety wire in place with forceps while deploying stent. After the procedure, dr gave patient medication to keep biliary tree still. What is the patient outcome? The stent was fully deployed in the patient and the patient did not require another procedure.